Manufacturer narrative:
Lead model 3998 lot# v045723 implanted: (B)(6) 2007 explanted:na; extension model 3708240 lot# nkb002152n implanted: (B)(6) 2007 explanted: na; programmer model 37743 lot# nke156613n; recharger model 37752 lot# nka145717n. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a burning sensation, and a shocking/jolting at the pocket site when the implantable neurostimulator was turned on. Impedance readings were greater than 10,000 ohms on contact 0. The patient's device was not tested at a higher voltage when impedance readings were checked two to three months ago. The patient had a revision performed on (B)(6) 2011, at which time the neurostimulator was removed and replaced. In the operating room, during the revision surgery, the manufacturer representative was to do the following: run an exhaustive impedance test at 3 volts to get a better reading of the system; check all reference electrodes; and use the multi-lead trailing cable (mltc) to check the lead and extension. X-rays were taken, but no results were provided. It was later reported that, during the surgery, the extension was connected to the mtlc and the impedance readings were normal. As a result, the decision was made to replace the neurostimulator. There was no visible fluid in the header of the device that was explanted. It was later reported that, following the surgery, the patient no longer experienced any shocking or surging sensation at the pocket. All prior symptoms resolved and the patient resolved without sequela.

Manufacturer narrative:
Final analysis of neurostimulator model model # 37712, serial # (B)(4) showed no anomaly found. Good stable output; all electrodes referenced to one elect. Normal impedances observed. Final analysis of 3550-29 accy kit plug showed no anomaly found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.